Event description:
It was reported that the patient was at their cardiologist office where their implantable pulse generator (ipg) was adjusted and since then they were experiencing some increased episodes of lightheadedness and dizziness at the store. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.